Event description:
It was reported that the physician's vns handheld computer programming system was not working properly. The physician indicated it did not appear to be charging correctly, would fail to turn on sometimes, and would cause frequent communication issues. The site has a second programming system so these issues did not interfere with being able to monitor patient's vns systems. Follow-up by a company representative found the programming system appeared to be able to charge and be turned on without issue however communication was not able to be established with a known good vns generator. The faulty programming system is currently being returned.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
The faulty handheld computer programming system was returned and underwent analysis. Analysis of the handheld computer and the associated software found it performed to specifications and no anomalies were found. Analysis of the programming wand found it was non-functional due to a depleted wand battery. Once the battery was replaced, the wand performed to specifications and no anomalies were found.

Manufacturer narrative:
Corrected data: analysis found the suspected medical device is the programming wand.